Manufacturer narrative:
Additional information was received that there were no additional procedures performed.

Event description:
A report was received that the patient was experiencing increased pain. The patient was administered with injection.

Event description:
A report was received that the patient was experiencing increased pain. The patient was administered with injection.